Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the belt failed the ECG fall-off test upon evaluation, the trunk cable connector was cracked and the brown (-5v) wire was open inside the trunk cable. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report a damaged cable on a patient's electrode belt.